Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable; to date, the lens remains implanted. The lens remains implanted, thus, it is not returning for evaluation. A failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a pcb00 intraocular lens (iol) was implanted on (B)(6) 2018 into the patients operative eye. The doctor noticed rings similar to those observed with a multifocal iol. Additional information received revealed the patient reported no visual issues and the rings were observed right after implantation. There is no intervention planned for this event. No additional information was received.